Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open, the anvil did not tilt and the spring broke. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.